Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility and to provide additional information based on the legal manufacturer's final investigation. Additional information obtained identifies that there were no abnormalities in the accessories used for reprocessing. There was no delay in pre-cleaning and manual cleaning. The water was flushed during pre-cleaning and the detergent was flushed during manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a conclusive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The device was a loaner which was returned after the customer device repair was finished. The defect was found in the workshop.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of plastic distal was broken and had insufficient angulation was confirmed. Device evaluation found due to a cut on the bending section cover, insulation resistance value at distal end did not meet the standard value. The additional evaluation findings are as follows: flexibility adjustment ring had a scratch , grip had a scratch, forceps channel port had a scratch, air/water cylinder had no color, suction cylinder had no color, switch box had a scratch, right/left knob had discoloration, up/down knob had discoloration, the image had a dark area partially due to a scratch on objective lens, bending angle in right direction did not meet the standard value due to wear of angle wire, the play of up/down knob was out of the standard value due to wear of angle wire, plastic distal had a crack, objective lens had a scratch, light guide lens had a scratch, connecting tube had coating peeling, and universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope plastic distal was broken and had insufficient angulation. There were no reports of patient harm. During evaluation of the returned device, it was found that the air and water and jet tube had foreign material and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.